Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
Right internal jugular (ij) central venous catheter (cvc) placed by md. Upon drawing blood, the rn noticed air was being drawn back. Upon further inspection, the rn noticed the white port was cracked. The right ij cvc was immediately rewired by the md. There was no harm to the patient. No harm to the patient reported.